Manufacturer narrative:
Sientra complaint (B)(4). The revision operation report, provided by the customer, indicated that no rupture was found. The device was flipped and corrected during surgery. The device was not returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side suspected rupture and right-side flipped implant.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.